Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife "reported via phone call that they had a bent infusion set cannula and mentioned that they experienced high blood glucose of over 600mg/dl at the time of the incident. The customer's blood glucose level at the time of the call was 480mg/dl and was treated with a syringe of insulin. The customer's wife decline troubleshooting for the high blood glucose readings. The customer's wife "was assisted with bent cannula troubleshooting. Customer's wife "was advised best practices for site preparation and insertion techniques. The customer's wife was advised to change infusion set." The insulin pump will not be returned for analysis. The infusion set will be returned for analysis.